Manufacturer narrative:
This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that during the farapulse procedure farastar generator was selected for use. It has been mentioned error 233 was noted. The procedure was not completed; it was cancelled without the patient being treated. General anesthesia was used and the procedure cancellation occurred after the patient was sedated. No patient complications have been reported. Device is not expected to be returning and will be repaired on site.

Manufacturer narrative:
This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Device history record review it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis it was indicated that the device was not available for return; therefore, a technical analysis of the complaint device could not be completed. Risk assessment a risk review performed for the farastar generator device confirmed that the event of error 233: relay ms check failure is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farastar generator device is acceptable. Labeling review based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Investigation conclusion based on the available information, boston scientific's investigation findings were unable to establish a clear conclusion about the cause of the reported event. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed.

Event description:
It was reported that during the farapulse procedure farastar generator was selected for use. It has been mentioned error 233 was noted. The procedure was not completed; it was cancelled without the patient being treated. General anesthesia was used and the procedure cancellation occurred after the patient was sedated. No patient complications have been reported. Device is not expected to be returning and will be repaired on site.